Event description:
The customer called to report high blood glucose for the past few days even after changing the infusion sets. The blood glucose reading was 576 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the prime test and the programming was correct. The insulin pump failed the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.